Event description:
It was reported that during implant attempt, both leads dislodged. The leads were not used and another lead was successfully implanted. No patient complications have been reported as a result of this event. The leads were noted to be part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).